Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a high out of range pacing impedance measurement. The physician suspected that the lead conductor had fractured, so a revision procedure was performed. This lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.